Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robot-assisted prostatectomy, opening the package, the surgeon put the thread into the abdominal cavity with forceps, when they changed it with robot forceps, the part of the thread held by the robot forceps broke. The surgeon took out another one from the same package, but it broke in the same way. The surgeon used another suture device from the competitor to complete the case. There was no patient injury.